Event description:
It was reported that the patient presented in clinic after receiving an alert for out of clinic capacitor maintenance being timed out. Several capacitor maintenances were attempted however each time the device timed out. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
The reported charge time anomaly was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an anomalous capacitor was found to be the cause of the reported charge time anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.